Manufacturer narrative:
Other devices listed in this report: cat. No.: 6289-5-052, pca ace/low profile shell 52mm, lot code: sccba; cat. No.: 6284-0-132 32mm, standard femoral head, lot code: b1ylj. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
Left hip revision due to pain. Procedure was completed successfully. No surgical delay.

Manufacturer narrative:
A photo of the device was provided and a damage was observed on the anterior side. However, the exact cause of the reported pain could not be determined. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Left hip revision due to pain. Procedure was completed successfully. No surgical delay.